Event description:
It was reported that when the selected trident psl cup was selected, the impactor was unable to screw into the shell. Upon further examination, the threads on the impactor were worn which affected the handle to implant interface/connection.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.